Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the metal eyelet of the suture anchor, peek pushlock® sp 4.5 mm x 28 mm. Is not attached to the tip of the driver. The threads of the distal end of the shaft were damaged. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
It was reported that during an arthroscopy surgery the suture anchor, peek pushlock® sp 4.5 mm x 28 mm broke off. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 20-feb-2024 it was further reported that the device broke during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.